Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the reported event could not be definitively determined. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include hematoma at surgery sites¿. The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
Following an implant procedure for an evoke spinal cord stimulation (scs) system, the patient was evaluated for hematoma at the wound site. The patient received a blood transfusion and pressure dressings were applied to resolve the reported event.